Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range, p- wave measuring 0.8mv. Atrial sensitivity was noted to be fixed at 0.7mv and atrial undersensing was observed on presenting electrogram (egm). It was recommended that an in-office assessment should be performed to review atrial sensing parameters and ensure appropriate safety margin. No adverse patient effects were reported. It was reported that an additional alert was generated for atrial intrinsic amplitude out of range. Atrial undersensing was observed on presenting egm resulting in inappropriate atrial pacing. In office assessment should be performed to review atrial sensing parameters and ensure appropriate safety margin. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range, p- wave measuring 0.8mv. Atrial sensitivity was noted to be fixed at 0.7mv and atrial undersensing was observed on presenting electrogram. It was recommended that an in-office assessment should be performed to review atrial sensing parameters and ensure appropriate safety margin. No adverse patient effects were reported.